Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was hearing an alarm every 10 minutes starting on saturday (B)(6) 2013. The pump was read and indicated that a motor stall had occurred. The patient was experiencing pain. The pump was replaced. No rotor or dye studies were performed. The patient status was reported as "alive - no injury/no adverse event." The pump was delivering baclofen, sufentanil, and clonidine.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly of the motor; corrosion and/or wear and/or lubrication was seen. The motor also had a feed thru anomaly; shorting across the insulator. The motor was found to have an additional gear train anomaly; a stall due to shaft-bearing. It was further noted that residue was found on the upper bridge shaft of the rotor magnet and the upper shaft of gear one.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.